Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. The screw was returned in the fully locked position. A review of the x-rays revealed that the construct was t12-l5 with a total of 6 screws in the construct. No definitive root cause can be determined. A review of the manufacturing and inspection records did not reveal any contributing information/trends.

Event description:
K2m, inc. Was notified on 7/7/2016 that a rod popped out of a mesa screw approximately three months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
K2m, inc. Was notified on 7/7/2016 that a rod popped out of a mesa screw approximately three months post-op. Revision surgery took place (B)(6) 2016.